Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a force sensor calibration test was performed and found that the force sensor was out of calibration.

Event description:
The patient claimed that her blood glucose was elevated to "high" on (B)(6) 2011 while the patient managed her diabetes with the animas pump. The patient did not have any symptoms at the time of concern. Reportedly, she had knee surgery (B)(6) ago and has been on pain medication, tylenol and codeine. The patient allegedly changed her infusion site, set, and cartridge on (B)(6) 2011 and (B)(6) 2011. The patient does not know any of her advance features and does not use the ez carb features. There was no associated alarm in the history of the pump. The prime history confirmed priming was performed on (B)(6) 2011 and (B)(6) 2011. The infusion set and cartridge did not have any leakage or air bubbles; however, the patient feels that the infusion set was not inserted properly. In addition, the pump did not have the correct time setting. The am/pm setting was improperly set. The patient was advised that the basal dosage could be incorrect since the am and pm time was switched. There was no mechanical issue found with the subject pump. The patient was advised to change the site/set/cartridge (B)(6). The patient's high blood glucose can be contributed to the incorrect am/pm setting and a site issue based on the assessment of the animas representative. This complaint is being reported because the patient had "high" blood glucose reading while she alleged had site issue and an incorrect am/pm setting. Although there was no evidence of a product malfunction, the possible issue of user error cannot be ruled out. Hence, this complaint is being reported.